Event description:
Report received from the field indicated that the stent appeared crunched after deployment. The procedure was stenting of a lesion in the left common iliac artery. No anomalies were noted during inspection and preparation of the smart control stent delivery system (sds) prior to use. The target lesion vessel was not tortuous, however, some calcification was present. The lesion was predilated with 50% residual stenosis. The lesion was 50mm in length and the reference vessel diameter was 5mm. The sds was advanced to the lesion without difficulty. Stent deployment was initiated by rotating the turning dial. There was slight resistance when the dial was turned. The stent was deployed, however, it appeared "crunched up" post-deployment. A second stent was deployed to cover the rest of the lesion.

Manufacturer narrative:
Manufacturing records for lot 40505827 were reviewed and results indicate that product met quality requirments for product acceptance. The product will not be returned for analysis. It is unknown if the reported resistance experienced with the turning dial could have contributed to the reported stent compression. Films are not available for review at this time. There are two factors that could contribute to size discrepancy after deployment: holding the outer member during deployment (resulting in support member pushing the stent forward and compressing the stent) and moving the handle proximally or distally after the stent achieves initial wall apposition (resulting in either stent compression or elongation). With the information provided, no definitive conclusion can be drawn, however, it is possible that user-handling could have contributed to the reported event.